Event description:
In 2003, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The patient experienced progressive aneurysmal sac enlargement without any evidence of a type ii endoleak. In 2007, the physician re-intervened and lined the bilateral limbs of the original graft with a gore contralateral leg component in each limb.

Manufacturer narrative:
Devices remain implanted in the patient. A review of the manufacturing paperwork has been requested.